Manufacturer narrative:
The insulin pump passed prime/compromised force sensor system, excessive no delivery alarm, and displacement test. There was no excessive no delivery alarm noted. The pump had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she was having pump failure. Customer stated that she had a failed delivery and injected herself. Customer stated that when she is bolusing, the pump will give a unit or two and then the alarm will go off. Customer stated that the nurse at her health care provider's office did a test and the pump checked out. Customer stated that she does not want to troubleshoot for recurring alarms. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.